Manufacturer narrative:
Continuation of d10: product ID bi71000556 (unknown serial/lot); product type: 2560-mnav - o-arm system; section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000163r batt tray 4pk rfb kit svc o1/02 bi71000556 pendant plunger h3) onsite functional and visual examination was performed by a manufacturer representative. The battery were replaced and the issue was resolved. The pendant plungers were also found during testing to need replacement, and also replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the when they unplug the mobile view station (mvs) from the image acquisition system (ias), the batteries on the ias drain really fast. Only able to do one spin and then the batteries were drained. Ias was unplugged for about 10 minutes, and it turned off.  There was no patient involvement.